Event description:
It was reported that, device with technical failure, catheter over needle (jelco 22) failed to activate the needle retraction mechanism. Additional information received on 15 dec 2025. When was the problem/defect identified: before, during, or after use? After use, when the safety device was activated. Was there any damage to the patient's health? No.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 38182314 and lot number 5272863. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) pictures were received for evaluation by our quality team. Through examination of the samples, it was observed that the product was used and the needle was not fully retracting. A probable root cause may be related to a failure in the uv adhesive application, resulting in the adhesive being applied to the button instead of the hub of the component. A corrective and preventive action plan has been initiated to address actions related to the defect of needle retraction failure. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.